Manufacturer narrative:
The device is not available for eval and the lot numbers not known at this time. No definitive conclusions can be made at this time. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device.

Event description:
Depuy spine was made aware of legal action being taken by a charite pt. Document states that the pt continues to have pain post surgery. Few details were provided.